Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up it was identified this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing on a stored atrial tachy response (atr) episode. The noise was able to be reproduced during pocket manipulations. A revision procedure was performed. The ra lead was tested with the pacing system analyzer (psa) prior to being replaced and the noise was not reproduced. The ra lead was surgically abandoned and will not be returned for analysis. The device remains in service with the newly implanted ra lead. No additional adverse patient effects were reported.